Event description:
This rv lead was implanted on (B)(6) 2017 and remains united states implanted at this time. A call was placed to technical services on 05/17/2017 stating out of range intrinsic amplitude alert on (B)(6) 2017. Noise and oversensing also observed. The blanking period was increased and the atrial output was decreased. The following physician was dr. (B)(6) at (B)(6) institute in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).